Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the reported phenomenon was presumed to be caused by excessive force applied, e.g. Roughly scraped or hit, at the time of carrying, storing, using or cleaning. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found the reported issue was confirmed. Leaking at the elevator channel, plug gap was observed. In addition, the suction cylinder s-connector side was also noted to be leaking. The body control unit cover glue was found peeling and the bending section was found dent and with a crack. Based on evaluation findings the reported failures found could be due to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Leaking at the port channel near control knob was reported. There was no patient involvement, no user injury reported due to the event.